Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found a bent helix, which was likely due to induced damage during the surgery procedure. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this lead was unable to be implanted due to damaged presented. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was unable to be implanted due to damaged presented. No additional information is available at the moment. No additional adverse patient effects were reported.